Event description:
Versa troch entry femoral nail was opened and being inserted over the guidewire. The nail came to an abrupt stop. It was determined that the nail came packaged with an obstruction in it. The obstruction is just distal to the proximal holes. This caused a 20-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.